Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted a -23.0 diopter 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) and the icl tore. The icl was removed during the same surgery with no pt injury. The backup icl was implanted. The reporter stated the cause of the icl tear was due to a defective cartridge.